Event description:
The user facility reported to terumo cardiovascular during vein harvesting procedure, the device didn't work. *unknown if the product was changed out. *there was a blood loss of 200-250ml *procedure completed successfully with a delay of 25-30 mins.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3:  evaluation is in progress, but not yet concluded.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 24, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem - added new information). E1 (initial reporter - added facility name). G3 (date received by manufacturer). G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received, the device was taking a while to cut through large branches, and it was very smokey. The device was not changed out, they had to sit there longer waiting for it to cut.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 3221, 4315). The affected sample was inspected upon receipt, blood stains were detected under the surface of the transparent polycarbonate material on the v-cutter next to the electrode leads and was electrically tested, and electrical resistances were found to be stable and within product specifications. The sample was also tested in combination with the olympus tower and used to cut veins in a syndaver with no issues. Additional inspection and testing were performed by the engineering team, noted fluid ingress within the device near the v-cutter. The testing consisted of using different generators (olympus and ft-10) and porcine vessels to compare the resistance between the generators. This test did not reveal any significant difference. Retention samples from the same product code and lot number combination was obtained and tested. The retention sample was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. A broader analysis was completed on multiple retention samples manufactured pre and post this complaint lot following the same routine as above (visual analysis, testing with multiple generators on porcine vessels and electrical testing). All units tested met specification, no statistically relevant variation or shift was identified. After additional testing, working with the clinical team and the manufacturer of the device, a definitive root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.